Manufacturer narrative:
(B)(6).

Event description:
It was reported that after successful implantation of the t1, the t2 would not deploy.

Manufacturer narrative:
The complaint attachment lists ¿t2 non-deployment¿. The device is in fairly good condition. There is no apparent physical reason for the allegation. T1, t2 and suture were not returned with the device. A functional test confirmed that the device cycled and actuated. No mechanical problem was found. No root cause related to the manufacture of the device can be established. No further investigation is warranted.